Event description:
It was reported that the fill estimate issue occurred, as mentioned by the patient's mother. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event, as troubleshooting was declined.